Manufacturer narrative:
On (B)(6) 2015 12:36 pm (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). The device in question was evaluated by a maquet field service technician. The rfd was checked and no visual damage was confirmed. The manufacturer has requested the device for further evaluation. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that during an training try to running the rotaflow emergency drive(rfe) for simulation, the rfe started turning not smooth and suddenly couldn`t be turned anymore. (B)(4).

Manufacturer narrative:
(B)(5). The device was evaluated by a maquet service technician. The reported failure "handle cannot be turned" was confirmed. As the root cause it was found that in between the gear and the housing a screw was stuck. This screw had loosened from the fixation point on the board. The gear was damaged on the flanks by the screw. A new gear was ordered. After the replacement of the damaged gear the device will be returned.

Event description:
(B)(4).